Event description:
During evaluation of a returned spectrum iq infusion pump, failed the downstream occlusion test. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device failed downstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed force sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.